Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va00r2y, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient only felt stimulation on the left side and had no sensation on the right. This issue reportedly depended on ¿how much they had in their bowels¿ and had been an issue for a ¿long time.¿ the patient wanted to change programs to feel it more in the right. They changed from program 4 at 1.8v to program 1 at 1.3v and then decreased to 1.2v as it was ¿too strong¿ and they also only felt it on the left side. It was noted the patient went on to try programs 2 and 3, but went with program 2 at 2.5v as it felt better. The patient indicated that stimulation did help and they were going to try the set program for a while. It was added that it was difficult to schedule an appointment to have reprogramming done. Information received about a week and a half later indicated the patient was doing fine and did not have any concerns regarding their therapy.

Event description:
It was reported therapy was working well, but for the last two weeks the patient has had incontinence. When they stood up, they would start peeing. A couple weeks prior, they had a reaction to a medication and went to a hospital and were catheterized. The patient felt they put the catheter ¿so far up¿ they might have done ¿something.¿ it seemed like it changed the feeling of stimulation. The symptoms started after this. During the call, stimulation was at 0.0v on program 4. The patient had decreased stimulation that morning after having a bowel movement. Stimulation was decreased to see if the peeing would stop. In regards to how much pressure the patient had, it depended on how much stool they had. It was noted the patient had a lot of adhesion around the intestines and would adjust settings according to bowel movements. The patient indicated that when they have good bowel movements therapy was completely off. The patient generally had the setting higher prior to a bowel movement. At the higher setting, the patient would pee and if they decreased the setting, then they don¿t pee. It was noted that stimulation was increased on program 4 during the call and the patient could feel stimulation in their foot. Stimulation was then increased again to 1.3v were the patient could feel stimulation in the vaginal area and the stimulation in the foot was ¿tolerable.¿ additional information has been requested, a follow up report will be sent if additional information is received.